Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8242914, medical device expiration date: 2019-12-31, device manufacture date: 2018-08-30. Medical device lot #: 8247784, medical device expiration date: 2020-01-31, device manufacture date: 2018-09-04. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® k3e 5.4mg plus blood collection tubes there were 3 occurrences of cocked stopper with lot# 8242914 and 1 occurrence with lot# 8247784.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cocked stoppers with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cocked stoppers was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cocked stoppers with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and cocked stoppers observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® k3e 5.4mg plus blood collection tubes there were 3 occurrences of cocked stopper with lot# 8242914 and 1 occurrence with lot# 8247784.